Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had poor sensing and high pacing thresholds two weeks after implant. X-ray and fluoroscopy confirmed that the lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that at implant of the lead, the physician left the guidewire in the lead as they were having trouble getting the lead to stay in place.